Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 40mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed just distal to the y-hub. The edges of the break were slightly jagged. Sanding marks were noted on the catheter at the location of the catheter break. Medical records review: as medical records were not provided, a review could not be performed. Photo review: one photo was provided and reviewed. The photo shows a ultraverse 035 bard packaging label indicating lot number 50119473 and product catalog number u3575124. The image also shows a pen pointing at the location of the alleged leak by the customer. Based upon the image review, no conclusions can be drawn regarding the reported event. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. (B)(4). Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, the pta balloon allegedly leaked at the hub. It was reported that another pta balloon was used to successfully complete the procedure. There was no reported patient involvement.